Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have been trying to charge their implant since tuesday and last night they went to see a medtronic representative who was able to get the implant to charge but it kept 'disconnecting'. Pt stated they have tried readjusting many ways. Patient mentioned they had a pillow at their lower back and had pressure against the recharger and it was charging for a little bit and then it disconnected. Patient confirmed they tried using the belt but that did not resolve the issue. Pt also mentioned seeing no device found screen as well. Pt stated the controller charges with no issue. Agent walked patient through starting an implant charge. Pt saw battery low recharge implant soon and kept seeing poor recharge quality. Pt stated right now, the implant is low in orange. Agent redirected to hcp to further address implant charging issue.